Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited signs of suspected noise and oversensing as a result of the minute ventillation (mv) sensor. Boston scientific technical services (ts) reviewed device data stating the signal appeared consistent with mv noise. It was noted that the noise was not observed during the patient's follow-up session from earlier in the day. It was explained the issue may be related to a high impedance condition on the right atrial (ra) or rv leads. Review of lead trends noted there were no out of range measurements but additional testing was advised. Features using the mv sensor were programmed off to avoid further instances of mv noise and potential oversensing. The patient will continue to be monitored remotely. No adverse patient effects were reported.